Event description:
It was reported the line was being placed into the patient's left proximal tibia of a (B)(6) yr/old male who was in cardiac arrest. The patient weighed (B)(6) and was 5'8". When attempting to insert the ex-io, the needle was continuously spinning and would not seat itself in the bone when using normal light pressure. When additional light pressure was applied, the drill stopped spinning. As a result, a second attempt was made. See MDR# 3004526033-2014-00021 for the second report.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation.